Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the prolieve system displayed a low water level reading. The physician found the prosthetic dilation balloon had leaked. The physician felt that the treatment had progressed far enough and ended the procedure. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.